Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a precharge voltage error message. This error will prevent the system from booting. There is no reports of injury or death associated with this event.